Event description:
Health professional additionally reported removal due to "textured implant". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, voids, brown particles, and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional additionally reported "any creases."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hardened areas, pain, lumps, and fluid around the implant

Event description:
Patient reported "hardened areas, pain, lumps, and fluid around the implant" on unspecified side. Device remains implanted. This record is for the left side.